Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 136198. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. No samples or pictures were received by the quality team, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger movement of the bd posiflush¿ normal saline syringe was resistant and made it difficult to flush during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "syringe is difficult to flush/push in all of the time. Patients have had to have IV removed and replaced. Nurses felt resistance in syringe and felt the IV needed to be replaced because of the resistance they could feel which could be from the syringe or from the IV but it is difficult to tell which one it is."